Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered 15 units of unintended insulin. Customer's blood glucose (bg) level was impacted (52 mg/dl). Customer consumed grape juice and glucose tablets to treat low bg level. Review of pump data by tandem technical support revealed that the customer had entered a 170 mg/dl bg level in to the pump and the pump calculated 2.89 units of insulin based on customer's personal settings. Pump data showed that the user manually changed the recommended dosage to 15 units (override) and confirmed delivery. Customer reported not remembering if the amount had been changed manually; however, the tandem clinical diabetes specialist verified that the customer uses the override method for all bolus deliveries.